Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-02559. It was reported that catheter entrapment on guidewire occurred. The chronic totally occluded target lesion was located in right iliac artery. During percutaneous transluminal angiography(pta), two 150cm rubicon¿ 18 support catheters were used in conjunction with a 0.018 and 0.014 non bsc guidewires. During preparation, both the rubicon support catheter and the non bsc guidewire were flushed. Then the physician tried to do a contralateral approach from left femoral artery using a 6f guide catheter going to the target lesion. Upon insertion of the 0.018 non bsc guidewire into the 150cm rubicon¿ 18 support catheter, resistance was noted. The physician tried to move the non bsc guidewire and the rubicon support catheter outside the patient, however, it was difficult to move forward and backward the non bsc guidewire. The 150cm rubicon¿ 18 support catheter was replaced with a new 150cm rubicon¿ 18 support catheter and the 0.018 non bsc guidewire was replaced with 0.014 non bsc guidewire but the same issue occurred. The procedure was not completed. No patient complications were reported and the patient's status is stable.